Manufacturer narrative:
The patient was admitted and given medication and discharged two days later. The physician notes state that the surgical site is without evidence of drainage, erythema or infection. The patient has difficulty walking, sleeping, and getting up from laying down to seated to standing. The patient is no longer complaining of post procedural pain at the battery site and radiating beyond. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-01126, 1627487-2020-01127, 1627487-2020-01128. It was reported the patient experienced intolerable pain at the surgical site that radiates to the buttock and thigh following the implant procedure. In turn, the patient was admitted to the emergency room for two days and was administered pain relief medication. Physician notes state that the surgical site is without evidence of drainage, erythema or infection. The patient has difficulty walking, sleeping, and getting up from laying down to seated to standing. Note: since it is not known which device was causing the issue, all possible devices are being reported on.